Event description:
Pt was admitted to surgery center in 2001. Pt was scheduled for a tonsillectomy, adenoidectomy and laryngoscopy. The procedure was started by removing their right tonsil, then moving on to dissection of the left tonsil at which time a flame was noted to be rising from the electrocautery and from within the lumen of the endotracheal tube. This resulted in severe burns to the pt's airway. The pt required ventilator support and transport to medical center for further care.